Event description:
Per the audiologist, the pt reported a decrease in performance. The results of an integrity test in 2008 showed multiple electrode anomalies. The pt's device was explanted in early 2009, and the pt was implanted with a new device during the same surgery.